Manufacturer narrative:
Updated fields: d8, d9, h3, h6. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Onsite repair was performed where the water supply valve was replaced through repair service. No abnormalities were found. The water supply valve was disposed of. Based on the results of the investigation, the root cause of the event could not be identified. It is possible that foreign matter accumulated in the filter of the water supply valve, causing a temporary blockage, and resulting in a weaker water supply. Alternatively, it is possible that a temporary increase in water pressure increased the water pressure on the water supply valve, causing it to malfunction. After checking the device in question, we operated it multiple times and did not find any evidence of the issue. What was returned was not the equipment itself, but the water supply valve, so it cannot be confirmed that it satisfies the specifications and functions. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the endoscope reprocessor water supply time was noticeably longer than before. The issue occurred during the reprocessing process. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.